Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 133mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that the insulin pump had alarmed a broken force sensor was detected during seating or regular delivery prior to getting a critical pump error alarm. The customer's blood glucose reading was 133mg/dl at the time of incident. No troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.